Event description:
It was reported by a business partner that a patient obtained an eye infection. Cvi made a reasonable and good faith effort to gather additional information without results. Details with regards to the event are unknown at this time. Out of an abundance of caution this event is being reported based on the alleged eye infection and permanent injury is unknown.

Manufacturer narrative:
Additional information provided by the patient's ecp states, the patient was diagnosed with a trace of superior keratoconjunctivitis and mild blepharitis (od). The eyelid swelling and discomfort resolved after treatment of steroid and ointment, which were used to calm the irritation. There were no signs of infection and/or an ulcer. The patient's visual acuity was unchanged and the complaint has fully resolved. Per the ecp's reasoning and their full notation of no corneal involvement, this complaint would not be a reportable event.